Manufacturer narrative:
One (1) expedium 5mm double lead bone tap [product code: 2797-02-500] was also returned to the chu for evaluation. Visual examination at the macroscopic level revealed a fracture of the tap¿s distal tip end, approximately 30mm from the distal tip. The fractured tap tip showed evidence of plastic deformation and a rough appearance across the entire surface, indicating that the tap underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the tap tip becoming broken cannot be positively determined. However, the fracture analysis report showed evidence of plastic deformation and a rough appearance across the entire surface, indicating that the tap underwent a static overload failure. It should also be noted that that tapping of the hole was not conducted prior to the polyaxial screw insertion. Bone quality was also very strong and thick. All contributing factors that may have led to the breaking of the screwdriver¿s distal tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The devices have broken at the top.